Event description:
Physician assistant attempted to place femoral arterial line. The needle was advanced into the vessel and the guidewire was threaded in. When the attempt was made to pull out needle, it was stuck by the guide wire. Needle and guidewire were removed and patient had to be stuck again.